Manufacturer narrative:
The insulin pump was received with intermittent up button response due to flattened dome. The insulin pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up button was unresponsive on the insulin pump. The customer stated the button had to be pressed hard to enable a response. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.